Manufacturer narrative:
The field service representative (fsr) inspected the module and resolved the issue by replacing the peristaltic head tubing (rohs) (7-202464-01) and cleaning the cuvettes. No additional result issues have been reported since the service activity was performed. The peristaltic head tubing (rohs) (7-202464-01) was determined to be likely cause of the result issues. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). A review of tracking and trending of the alinity c processing module and the peristaltic head tubing (rohs) (7-202464-01) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the peristaltic head tubing (rohs) (7-202464-01) was identified.

Event description:
The customer observed falsely elevated results on the alinity c processing module, serial number (B)(6). The samples were repeated on alinity c serial number (B)(6) with lower results. The following data was provided: all results processed on 08may2024: sid (B)(6) ran on (B)(6) ca =14.1 mg/dl repeat same sample on (b)96) = 9.0 mg /dl. Sid (B)(6) ran on (B)(6) co2 = 45 mmol /l repeat same sample on (B)(6) co2 = 19 mmol/l. Sid (B)(6) ran on (B)(6) on 5/8 @ 0830 sodium = 173 mmol/l repeat same sample on (B)(6) na =138 mmol /l. Reference ranges: sodium 136-145. Calcium 8.5-10.5. Co2 22-29 no impact to patient management was reported.

Event description:
The customer observed falsely elevated results on the alinity c processing module, serial number (B)(6). The samples were repeated on alinity c serial number (B)(6) with lower results. The following data was provided: all results processed on 08may2024: sid (B)(6) ran on (B)(6) ca =14.1 mg/dl repeat same sample on (B)(6) = 9.0 mg /dl. Sid (B)(6) ran on (B)(6) co2 = 45 mmol /l repeat same sample on (B)(6) co2 = 19 mmol/l. Sid (B)(6) ran on (B)(6) on 5/8 @ 0830 = 173 mmol/l repeat same sample on (B)(6) na =138 mmol /l. Reference ranges: sodium 136-145. Calcium 8.5-10.5. Co2 22-29 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier: sid: (B)(6).